Event description:
A patient had lip filler (restylane kysse) injected and 5.5 hours later developed moderate severe swelling of her lips. This required intervention by prescribing a steroid taper for her to take over the course of a few days. The swelling began to decrease the next day. The lips were normalized/no swelling by (B)(6) 2023. The patient had lip filler in the past (over 2 years ago) and did not develop swelling. She also does not have any history of a lidocaine allergy (lidocaine is present in restylane kysse).